Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. The system check run on 06/12/2005 passed. The pt sample was collected in bd plastic lithium heparin tube and centrifuged at 3,400 rpm for 12 mins. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the pt sample and found clots in the sample. The fse ran a diagnostic test, which passed. The fse verified that the instrument was operating per established procedures. In this event, pt sample was re-tested and treatment decision was not affected. On a recur event, additional testing may not have been done and treatment decisions could be affected. The sample integrity (clots in the sample) may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
Erroneously elevated troponin (accu tni) results from a single pt that were generated by the access 2 instrument. The customer indicated that a pt sample was tested for accu tni and result of 1.03ng/ml was obtained. The result was reported out of the lab as pending for repeat testing. The customer re-tested the pt original sample for accu tni multiple times on the same day. The accu tni results were in the range of 0.13 - 4.79ng/ml. The customer then re-centrifuged the pt original sample and ran accu tni test in duplicate. The accu tni results were 0.03/0.03ng/ml. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.